Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but one photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA) 1277214. H3 other text : see h.10.

Event description:
It was reported that after use with bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, the outpatient blood sampling nurse used eclipse to puncture and collect blood from the patient. When discarded into the sharps box, the safety lock completely fell off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, the outpatient blood sampling nurse used eclipse to puncture, and collect blood from the patient. When discarded into the sharps box, the safety lock completely fell off.